Manufacturer narrative:
Corrected data: g2 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was repaired onsite and was not returned. The root cause was not identified but likely attributed to a faulty igniter. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was evaluated. A faulty ignition board was found and replaced to resolve the issue. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image was too dark. After lamp replacement, the main lamp did not ignite and only the emergency lamp was lit.. In addition, it was reported that a "burning" smell was noted. There was no patient injury, associated with the problem, reported to olympus.